Event description:
Information received indicates the head section will not articulate up.

Manufacturer narrative:
The technician found the head valve was stuck. The technician replaced the valve to repair the bed.